Manufacturer narrative:
Additional information: g1 plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient developed an infection which was either peritonitis or catheter related. No additional details were reported during the initial report. The date of event is unknown. Upon follow up, no further details were provided regarding the patient¿s hospitalization.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the information in the complaint file has been reviewed. On 8/oct/2021, through a clinic survey, fresenius became aware of this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler who experienced a serious infection. Additionally, it was reported the patient later passed away. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Concerning the patient¿s serious infection, multiple attempts were made to acquire further details concerning this event; however, no additional information was obtained. In the information provided in the survey, there was no indication this event was related to the use of any fresenius product(s) or device(s). The source and nature of the infection remains unknown.

Event description:
It was reported via a fresenius user facility survey that a peritoneal dialysis (pd) patient developed an infection which was either peritonitis or catheter related. No additional details were reported during the initial report. The date of event is unknown. Upon follow up, no further details were provided regarding the patient¿s hospitalization.